Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned with the helix fully retracted and clogged with blood. Examination of the lead did not find any anomalies. Electrical test did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results were within product specifications. The lead could be fully inserted into the test connector sleeve as well as the test ICD.

Event description:
During implant procedure, high pacing impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.